Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: rupture. Future explant date: (B)(6) 2025. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with an unknown mentor gel implant experienced right sided rupture post procedure. The rupture was diagnosed through a physical examination, mammography, and ultrasound. As a result, explant is planned for (B)(6) 2025.

Manufacturer narrative:
Additional information was received on february 5, 2025. In addition to the right sided rupture reported initially, the patient also experienced left sided rupture and bilateral capsular contracture. The explant date was clarified to be (B)(6) 2025. Replacement was performed with explant. This report relates to the right prosthesis. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture / rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 6, 2025. The implants were found to be non-mentor devices, manufactured by a different company. Therefore, no further reporting will be performed on this event. Manufacturer¿s reference number: (B)(4).